Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the metr is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra's meter casing was broken. The medical affairs specialist spoke to the patient on eight days later. The patient reported the meter issue began in approx the month before around 1:00 p.m. The meter was dropped on a hard tile floor and the casing was broken. The patient continued to take this glucotrol xl, 3 pills per day. He reported feeling dizzy about 4 days after he stopped testing. He had a back-up meter, which was an older meter and he did not trust the results, so he did not test on it very often. Approximately the second week of october, he tested on the back up meter and obtained results of 500 and 900 mg/dl. He informed his physician of the results and he was advised to come into the office. His blood glucose was tested at the physician's office, but he does not recall the result. His glucotrol xl was increased from 3 pills per day to 4 pills per day. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the patient claimed he obtained blood glucose results of 500 mg/dl and above after the reported issue began.